Event description:
Reportedly, patient expired approximately after a implant duration of 0.6 month, due to unknown reasons. Unknown if patient death was device related. Unknown if device is available for return. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.